Manufacturer narrative:
This follow-up MDR is created to document the corrected lot number and new lot review: a review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities. Because the available information did not provide any indication as to what factors may have contributed to the reported complaint and because no functional abnormalities were observed, quality cannot determine the cause of the reported event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, prosthesis does not inflate / cylinder cable is missing.